Event description:
At approximately 11:05, while performing an arthroscopic right knee procedure, the tip of the arthrex scorpion needle (ref #ar-12990n, lot #15405135) broke off. Surgeon requested a stat x-ray in the operating room to determine if fragment was retained in patient. At 1133 radiologist called to notify surgeon and operating room staff that no radiopaque/metal fragments were noted on radiograph.